Event description:
Information was received that this crt-d displayed loss of capture (loc) at maximum output for this left ventricular (lv) lead. This lead was explanted and retained by the hospital. A new lv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Na